Manufacturer narrative:
The field service representative (fsr) verified that the reported complaint. The power manager showed 17.9 amp hours (ah) and charging was on float. He changed to the perfusion screen, unplugged the unit and ran on battery. Battery run time dropped from 279 to 180 to 26 minutes in a matter of two minutes. The batteries were measured under load and found that one battery dropped from 13.4 volts direct current (vdc) to 9.9 vdc in less than one minute. New batteries were installed. The unit operated to the manufacturer's specifications. Data logs were returned to the manufacturer on 02-may-2018. The suspect batteries are being returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the batteries were dead. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed one battery to show evidence of internal degradation, which impacts proper charging of both batteries and causes premature loss of battery backup power. Upon receipt, batteries measure 9.6 volts direct current (vdc) and 12.9 vdc. Conductance measurements were not available for the first battery (voltage too low) and were 489 siemens (s) for the second battery (passing). After one hour of charging the charger had gone to float mode, indicating charge completion. Readings after charging were 13.0 vdc/61s for the first battery (failing) and 13.4 vdc/508s for the second battery (passing). Both batteries should have voltages near 13.2 vdc and conductance values over 375s. A discharge test was initiated but only lasted approximately one minute due to the one battery having low conductance. It quickly dropped below 10 volts, causing premature system shutdown. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.